Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 139 mg/dl,400 mg/dl,500 mg/dl. The customer was treated with syringe. Customer also reported that high piercing sound was occurred and multiple pump errors were also found. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display and constant tone, problem isolated to electronic assemblies. Unable to verify external ram crc error alarm, unexpected restart alarm, displayable history crc check failed on startup alarm, software error bad pointer alarm or interrupt source error alarm due to blank display. Unable to perform selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test or displacement test due to blank display.